Event description:
It has been reported that during the trialing process of a knee arthroplasty, the provisional instrument fractured. It was noticed on the post operative x-rays that a piece of the provisional instrument was retained by the patient. The patient was immediately revised to remove the fractured piece.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.